Event description:
In 2006, a patient presented with an abdominal aortic aneurysm. The physician attempted endovascular repair, but was unable to advance an 18 fr gore introducer sheath through the right common femoral artery despite multiple transluminal dilatations and a transverse aortotomy. The physician removed all devices and noted that the right common femoral artery had become occluded in an area of atherosclerosis. An endarterectomy was performed and the patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
The device was discarded by the facility.